Event description:
Information was received indicating that this ambulatory infusion pump exhibited an error code. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
One cadd pump was returned for analysis. Customer's complaint was not verified. The device history log shows error code 10037 message after power down. Service will replace the motor as a precaution. Use teting was performed. The problem source is unknown.

Manufacturer narrative:
One cadd pump was returned for analysis. Customer's complaint was not verified. The device history log shows error code 10037 message after power down. Service will replace the motor as a precaution. Use teting was performed. The problem source is unknown.